Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power (no power) issue. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint available at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the pump¿s history did not contain data from the reported event date due to continued use of the pump. The available history did not show any power issues. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.